Manufacturer narrative:
The event date is approximate. The complaint was received from a consumer in (B)(6). Analysis results: the root cause of the customer's complaint was a flash caused during manufacturing process.

Event description:
A consumer reported that the sharp diamondclean toothbrush head damaged their gums and crown.